Manufacturer narrative:
Unit received with unexpected battery power loss and had high sleep current due to moisture damage on electronic assembly. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that their insulin pump received an replace battery now alarm. The customer¿s blood glucose level was 10.2 mmol/l. The customer did received a low battery alert prior to the replace battery now alarm. This was the second occurrence of replace battery now alarm. The customer was advised the pump requires brand new or fully charge batteries to work effectively. The customer was also advised they may continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.